Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported bone fracture and pain. Radiographic review of x-rays provided identified anatomic alignment of implants with cement extravasation between the proximal tibia and fibula. No signs of loosening, wear or radiolucency were found. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen cemented option femoral component left size f catalog #: 00599401691 lot #: 62713255, nexgen posterior femoral augment block size f 5mm catalog #: 00599003601 lot #: 61518807, nexgen precoat stemmed cemented tibial component size 6 catalog #: 00598004702 lot #: 63166072, nexgen straight tibial stem extension 15mm x 30mm catalog #: 00598801215 lot #: 63118238, nexgen straight femoral stem extension 16mm x 100mm catalog #: 00598801016 lot #: 62548446, nexgen posterior femoral augment block precoat size f 5mm catalog #: 00599003601 lot #: 61518807, nexgen distal femoral augment block precoat size f 5mm catalog #: 00599003610 lot #: 62513966, nexgen trabecular metal tibial cone full catalog #: 00545004801 lot #: 63028581. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address persistent pain, implant loosening and tibia periprosthetic fracture approximately one (1) year following the patient's last left knee arthroplasty. All components were removed and replaced except for the patellar component. Initial operative notes noted no intraoperative complications. Revision operative notes noted that during removal of the tibial plate, the lateral cortex of the tibia was noted to be splintered. Final components were placed without complications.